Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 25 mg/dl. The customer stated that they called the paramedics to assist them with the unexplained low blood glucose. The customer does not know what may have caused the low blood glucose, but an issue with their leg could have led to the incident. The customer stated that stress may have been another factor leading to the incident. The customer was hospitalized, but no further details of the hospitalization were provided. The customer was assisted with trouble shooting and found no issue with their insulin pump. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.